Manufacturer narrative:
(B)(4). The complaint was not confirmed. The cause of the complaint is use error. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. Renal quality engineering, along with plant manufacturing and quality, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Event description:
During troubleshooting for a related report, the home patient (hp) reported having disconnected and reconnected a bag prior to calling. The reported condition was resolved over the phone by the technical service representative (tsr) advising the hp that the setup had been compromised and that he should end therapy and start over using all new supplies. The hp stated he was not concerned and would continue therapy using the same setup. On (B)(6) 2011, (B)(4) followed up with the hp who stated that he resumed therapy successfully after troubleshooting with the tsr and did not experience any injury or medical intervention.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted.